Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure and the explanted device was discarded by the medical facility. Additional information was received that all device components were removed and kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure and the explanted device was discarded by the medical facility.